Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.1 cm diameter abdominal aortic aneurysm. Diameter of upper proximal neck was 18mm; diameter of aneurysm entry was 18 -19mm; proximal neck length by centerline was 33mm. It was reported that there was a residual type ia endoleak. The physician commented that the device size selected was a 25mm diameter proximal device; but, a 28mm diameter device might have been better for this case. An aortic cuff was added and the amount of the leak was reduced. The patient will be monitored. No clinical sequelae were reported. Film review analysis: review of a pre-implant sizing drawing revealed that the patient had a highly angulated proximal neck; both the infrarenal and suprarenal neck measured >60 degrees (approximately 90 degrees). The neck diameter just below the level of the renals was 18mm, expanded out to 20mm x 22mm near the mid-length of the neck, and measured 18mm x 19mm at the aneurysm entry 33mm below the renals. The max diameter aaa was 61mm, and the distal aortic diameter was 21mm. The right common iliac artery diameter ranged from 15-18-14mm, and the left common iliac artery diameter ranged from 11-13-14mm. The exact cause of the reported proximal type I endoleak could not be determined. It is possible that the highly angulated (off-label) proximal neck may have contributed.

Manufacturer narrative:
(B)(4).